Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer also had pneumonia. Prior to the event, the customer had experienced low blood glucose levels for a day. The customer stated that she ate lunch, but didn't bolus for it. Later, she woke up on the floor. The customer has not worn the insulin pump since the hospitalization. Reviewed the alarm history, and found several alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.